Event description:
Arendt 2021, comparison of anticoagulation regimens following stent placement for nonthrombotic lower extremity venous disease between 2002 and 2016, 59 venous stents were placed in 51 patients for the treatment of nonthrombotic lower extremity venous disease. Zilver ptx stents (cook medical, bloomington, indiana) and palmaz genesis stents (cordis) were placed in 1 patient each. A majority (94%) of the stents were placed in the left common iliac vein, followed by the left external iliac vein (14%). Two (4%) patients had stents placed in the left common femoral vein, whereas 1 (2%) patient had a stent placed in the right common iliac vein. Note off label use: per the IFU, zilver ptx is only indicated for use in the above-the-knee femoropopliteal arteries. There were 5 patients with minor bleeding adverse effects (eg, heavy menses or access site hematoma). Of the 5 patients who experienced the minor bleeding adverse effects, 1 was on concurrent antiplatelet therapy because of a history of acute coronary syndrome. No major bleeding or thrombotic adverse effects were experienced by patients in either group. This file will capture off label use of a ptx device and potential bleeding.